Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side "leaking" per CT scan. Healthcare professional later confirmed rupture with capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: no openings observed during the analysis. ¿ crease/folding of implant: observed. As per the investigation procedures wear abrasion was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side rupture. Healthcare professional confirmed rupture with capsular contracture, baker grade iii and creases. The device has been explanted.